Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 04-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), raynaud's phenomenon ("raynaud's syndrome"), bursitis ("tendino-bursitis of the hip"), musculoskeletal pain ("muscle and joint pain"), thyroid disorder ("thyroid disorder"), micturition disorder ("urination that has changed"), urinary retention ("difficulty voiding the bladder"), menometrorrhagia ("haemorrhagic periods, irregular and present 3 weeks out of 4"), dysmenorrhoea ("constant menstrual pain"), abdominal distension ("bloating with the impression of being pregnant"), fatigue ("physical fatigue") and mental fatigue ("mental fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal is scheduled for (B)(6) 2021). At the time of the report, the pelvic pain, alopecia, weight increased, raynaud's phenomenon, bursitis, musculoskeletal pain, thyroid disorder, micturition disorder, urinary retention, menometrorrhagia, dysmenorrhoea and abdominal distension outcome was unknown and the fatigue and mental fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, bursitis, dysmenorrhoea, fatigue, menometrorrhagia, mental fatigue, micturition disorder, musculoskeletal pain, pelvic pain, raynaud's phenomenon, thyroid disorder, urinary retention and weight increased with essure. The reporter commented: the essure removal is scheduled for (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), raynaud's phenomenon ("raynaud's syndrome"), bursitis ("tendino-bursitis of the hip"), musculoskeletal pain ("muscle and joint pain"), thyroid disorder ("thyroid disorder"), micturition disorder ("urination that has changed"), urinary retention ("difficulty voiding the bladder"), menometrorrhagia ("haemorrhagic periods, irregular and present 3 weeks out of 4"), dysmenorrhoea ("constant menstrual pain"), abdominal distension ("bloating with the impression of being pregnant"), fatigue ("physical fatigue") and mental fatigue ("mental fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal is scheduled for (B)(6) 2021). Essure was removed. At the time of the report, the pelvic pain, alopecia, weight increased, raynaud's phenomenon, bursitis, musculoskeletal pain, thyroid disorder, micturition disorder, urinary retention, menometrorrhagia, dysmenorrhoea and abdominal distension outcome was unknown and the fatigue and mental fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, bursitis, dysmenorrhoea, fatigue, menometrorrhagia, mental fatigue, micturition disorder, musculoskeletal pain, pelvic pain, raynaud's phenomenon, thyroid disorder, urinary retention and weight increased with essure. The reporter commented: the essure removal is scheduled for (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Amendment: the report was amended for the following reason: due to internal review, the event reynold's syndrome was changed to raynaud's syndrome. The event mental fatigue was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), reynold's syndrome ("reynaud's syndrome"), bursitis ("tendino-bursitis of the hip"), musculoskeletal pain ("muscle and joint pain"), thyroid disorder ("thyroid disorder"), micturition disorder ("urination that has changed"), urinary retention ("difficulty voiding the bladder"), menometrorrhagia ("haemorrhagic periods, irregular and present 3 weeks out of 4"), dysmenorrhoea ("constant menstrual pain"), abdominal distension ("bloating with the impression of being pregnant") and fatigue ("physical and mental fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal is scheduled for (B)(6) 2021). Essure was removed. At the time of the report, the pelvic pain, alopecia, weight increased, reynold's syndrome, bursitis, musculoskeletal pain, thyroid disorder, micturition disorder, urinary retention, menometrorrhagia, dysmenorrhoea and abdominal distension outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, bursitis, dysmenorrhoea, fatigue, menometrorrhagia, micturition disorder, musculoskeletal pain, pelvic pain, reynold's syndrome, thyroid disorder, urinary retention and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.